Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to damage on terminal end. In addition, an anomaly with lead to header insertion was observed. Additional information indicated that the lead was kinked in the terminal end. The lead was never in service. No additional adverse patient effects were reported.